Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On 04/16/2019 it was reported that the patient was originally admitted to the hospital on (B)(6) 2019. The patient went home and was brought back on (B)(6) 2019. The patient had a uti (urinary tract infection) and the reporter was not sure how it was related to the patient¿s situation. In the emergency room they checked the pump. When they checked the pump, there was no drug in the pump; the expected residual volume was unknown by the reporter. No alarms were heard. The patient's pump had been refilled 2-3 weeks ago. The patient had no withdrawal issues; was very ¿with it¿ mentally; was taking no oral meds; had no itching, twitching, or increase in spasms. The hcp was wanting to have the pump checked and reprogrammed to start ¿fresh¿. No further complications have been reported as a result of this event.